Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an insulin flow blockage alarm event on (B)(6) 2025. The blockage was located at the infusion site. The patient's blood glucose level just high and was treated with a correction injection via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin thereapy. No further information available.0)

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007786, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007786 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac m14 on 22-jun-2024, with a total of (B)(4) units. An extended for bent needle was performed for the outgoing test 8(g). An extended for adhesive delaminated was performed for the outgoing test. The sub-assembly: gluing connector of the lot 4f02639 was manufactured according to the wi version 37 and manufactured in the line l3, on 17-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02636 was manufactured according to the wi version 37 and manufactured in the line l3, on 15-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02637 was manufactured according to the\ wi version 37 and manufactured in the line l3, on 15-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02906 was manufactured according to the wi version 37 and manufactured in the line l3, on 20-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02887 was manufactured according to the wi version 37 and manufactured in the line l3, on 22-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02640 was manufactured according to the wi version 37 and manufactured in the line l3, on 18-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02641 was manufactured according to the wi version 37 and manufactured in the line l3, on 19-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4f02652 was manufactured according to the wi version 37 and manufactured in the line l3, on 19-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.